Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. While prepping the taxus liberte' 3.5x20mm drug eluting stent, the physician noticed a "spike like thing coming out of taxus stent". The damaged stent was exchanged for another taxus liberte' stent to complete the procedure. No pt complications occurred. Patient status is satisfactory. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been reutrned for analysis as of the date of this report.